Event description:
Customer indicates the gown is causing an allergic reaction to the staff that uses it, specifically in the elbows and wrist. Staff member's allergies have gotten worse when using this gown. Customer has been using a topical cream given by their dr.